Manufacturer narrative:
Additional information was provided in a.2., a.3., b.6., b.7., h.3., h.6. And h.10. Corrected information was provided in b.3. And d2b. Evaluation summary: the lens was returned in another manufacturer's lens case. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that a patient was dissatisfied with another manufacturer's intraocular lens (iol) that had been implanted in the left eye. The view was blurry at night and he/she wanted to be able to see more of the distance around the hand and thus this iol was implanted in the right eye. Following the cataract surgery with an intraocular lens (iol) implantation in the right eye, the patient's eye sight was good a week after the surgery. However, the patient said it was easier to see with the other manufacturer's iol and the view with the right eye was blurry (like looking covered with a film), so it was exchanged with the other manufacturer's iol at the strong request of the patient. The patient is delighted with the results saying that he/she could see clearly the next day.